Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# . Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.a product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Base hardware failure - failed code 24.0000 and battery communication timeout were found in the event history log. The base hardware failure was found at power up process. The root cause of the reported issue was found to be the interconnect board does not operate as intended which was caused the battery communication timeout (not recognize connected battery). Replaced interconnect board. Performed power up process and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the base hardware failed and does not recognize connected battery. No patient injury was reported.